Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 300 mg/dl, 400 mg/dl. Tests were done within < 10 minutes with a difference of 25%. Customer cleaning meter incorrectly and the codes between meter to strips doesn't match. Patient did not experience any adverse events. No further information has been reported.